Event description:
It was reported that the leads were explanted due to a non-specific malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 8.5-9.0 cm from the distal tip. External insulation abrasion was found at 38.5-38 .8 cm from the distal tip consistent with friction to the ICD can. The sensing conductor etfe coating was intact at the same location.